Event description:
It was reported that on (B)(6) 2023, an 18mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. After the sheath was in the laa and while the device was being deployed, st elevations were noted. The st elevations persisted for 4 minutes and resolved without intervention. The patient was reported as stable. Subsequent to the initially filed report, the following information was received that after the transeptal puncture was performed, the steerable delivery sheath was exchanged for the transeptal sheath. A continuous flush was administered through the side port of the delivery sheath. The device was prepared and attached to the delivery sheath via a wet-to-wet connection. St elevations were noted when the device was being loaded into the delivery sheath. The device was deployed and was being positioned when the st elevations resolved without intervention. The amulet device was then successfully positioned and released from the delivery cable. There was no clinically significant delay in the procedure. The patient was closely monitored.

Manufacturer narrative:
An event of st elevation was reported. A returned device inspection to rule out any device-related causes could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.h6 health effect - clinical code: code 1697 removed h6 medical device problem code: code 4062 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an 18mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. After the sheath was in the laa and while the device was being deployed, st elevations were noted. The st elevations persisted for 4 minutes and resolved without intervention. The patient was reported as stable. No additional information was provided.